Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR" error message was confirmed based on the archive review and during functional testing. The fault was found to be due to the defective processor board. The autopulse platform is a reusable device and was manufactured in 2009 and is 9 years old, well beyond the expected service life of five years. Visual inspection was performed and no physical damages were observed. A review of the archive was performed and the archive data shows system error 136 - internal parameter corrupted, thus confirming the reported complaint. During functional testing, the platform was powered on and the system error, out of service, revert to manual CPR error message appears on the display panel. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During training, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR". There was no patient involvement.